Manufacturer narrative:
The field service engineer (fse) confirmed the air/water nozzle at the distal end was clogged with a foreign white crystal like material. Additionally, there is a shadow in the image. The fse noted the user facility had no water purification equipment and the water quality was very poor. The subject device has had no previous repair records. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, foreign material such as residues from used chemical agents seemingly clogged in nozzle due to inappropriate rinsing of detergent solution and sterilizer. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: caution regarding water quality used for reprocessing and rinsing of device how to remove detergent solution from channel. How to rinse device properly after sterilization.

Event description:
Olympus (osh) field service engineer was informed by the customer that the evis lucera elite gastrointestinal videoscope reportedly has ¿air/water problem¿ that was observed during reprocessing prior to gastroscopy. The procedure was finished with the same scope without delay. Upon inspecting and testing, the service engineer found the nozzle was clogged with foreign object (reportable). No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results from the legal manufacturer. Also to clarify the device was returned for repair and the reported event was confirmed during the inspection at the repair center. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The repair history of the suspect device was reviewed and showed no previous repair records. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacture could not conclusively determine the root cause of the reported event. However, based on the white crystal like material found clogged in the air/water nozzle, it is possible that impurities/chemicals used, which was mixed in water remained in the nozzle and clogged due to inappropriate rinsing of detergent solution and sterilizer. In general the customer is required to check the function of all devices used prior to a procedure as stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states, to inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Additionally, the reprocessing manual indicates compatible reprocessing methods and chemical agents: manually cleaning the endoscope and accessories: remove detergent solution from all channels and rinse the endoscope and accessories. Olympus will continue to monitor complaints for this device.